Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator. The patient's device was reprogrammed successfully. No further information is available.

Event description:
New information notes that the patient was stable post-programming changes.